Event description:
It was reported that the patient is septic and has a possible infection. The ipg system remains in use. It was further reported that the ipg was explanted and replaced. The patient then experienced another pocket infection with erosion, purulent discharge/pus and redness. The new ipg and pacing leads were explanted and then replaced six days later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 383069 lead implanted (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.